Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h4, h6 and h10 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. A definitive root cause could not be determined. Based on the results of the investigation, it is likely the following led to the malfunction occurred due to graphics processing unit failure. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the camera control unit received an e116 error code after it was turned on. It was also reported that there was loud fan noise. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's allegation of error e116 was reproduced. However, the customer's allegation of loud fan noise was not reproduced. It was reported that the error e116 was due to graphics processing unit (gpu) failure; (startup failure). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.